Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, after clip deployment the device was difficult to remove from the pt's artery. The vessel locator wings appeared retracted and per the instructions for use the safety release button was checked to assure it was in the activated position. The device was removed using counter-tension and assertive pull with moderate resistance and some pain. Hemostasis was achieved using manual compression. Physician gave the following opinion "looking at the device, the clip had passed a few of its tines thru the sheath, so I assume it had pierced the sheath and then the artery wall, fastening the sheath to the artery." There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
Device used in area of calcified plaque).